Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The device was unable to perform displacement, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to no button response. The insulin pump showed no moisture damage on electronics noted. The device received with a scratched display window,cracked display window corners, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube, and cracked reservoir tube window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 34 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.